Event description:
Patient was referred for balloon left mid sfa angioplasty, via right groin puncture. During the procedure the balloon ruptured. The physician attempted to deflate the balloon before removing it, however, the balloon could not be fully deflated, because it was caught on plaque. To remove the balloon it was necessary to remove it through the sheath while it was partially inflated. This caused the sheath to expand making a larger hole to the femoral artery then usual. Unable to achieve good hemostasis, the patient had to go to surgery to have a repair of the right groin.

Manufacturer narrative:
Without the complaint device and other corroborating evidence, we cannot determine with certainty the root cause for the reported difficulty, however, there are several factors that could have resulted in balloon rupture. It is possible that the balloon ruptured as a result of being over-inflated or because of patient anatomical/physiological factors as indicated by the physician. The device is shipped with an attached instructions for use (IFU) booklet, that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." We will continue to monitor this device.